Manufacturer narrative:
On 22 june 2016 the r&d project manager performed a visual inspection of the explanted uhmwpe liner and commented as follows: the articular surfaces of the explanted pe liner were found regularly worn out after 2 years from primary tka. During the revision surgery, caused for suspicion of infection (even if the culture came back negative) and pain of the patient, the knee was cleaned and the tibial insert has been changed. In this case, the change of the insert is a standard procedure not originated by a faulty performance of the device. On 27 june 2016 the medical affairs director updated the previously reported clinical evaluation and reported as follows: two years after primary tka a trauma caused the patient to undergo an internal fixation surgery, after which the patient lamented pain and swelling and the surgeon intervened suspecting infection. No complaint has been recorded against the total joint devices. During the operation of cleaning caused by suspected infection, the tibial insert has been changed, which is standard procedure not originated by a faulty performance of the device. The infection was not confirmed, but no other explanation for pain and swelling was offered and, to our knowledge, devices haven't been removed or replaced. On 27 june 2016 it was prepared a final report with the information submitted in this report and in the initial one. On the same date the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
After the primary surgery, the patient fell and fractured her patella about a month before the revision surgery. No medacta component was involved in the fracture. Another surgeon cabled the patella without removing any components, including the resurfacing patella. Additional information received on 07 april 2016 and includes: the culture came back negative. Batch review performed on 27 april 2016. Lot 091783: (B)(4) items manufactured and released on 07 august 2009. Expiration date: 2014-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On (B)(6) 2016 the medical affairs performed a clinical evaluation and commented as follows: two years after primary tka a trauma caused the patient to undergo an internal fixation surgery, after which infection occurred. No complaint has been recorded against the total joint devices. During the operation of cleaning caused by infection, the tibial insert has been changed, which is standard procedure not originated by a faulty performance of the device. Not yet received.

Event description:
The patient came in to the surgeon due to pain and swelling. The surgeon determined an infection and washed out the knee and revised the insert. The surgery was completed successfully. X-rays are not available. Explants will be returned to medacta (B)(4).